Event description:
During the device evaluation, it was found that the connecting tube has a disappeared area, and the body control unit was sticky on the bronchovideoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes are some kind of stress, such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems with random component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.